Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, it was found that the unit was heating appropriately. No repairs were made. Circulation pump command was found to be > 55% (66%). Dirty fill tube. The device underwent pm servicing while in for repair. Replaced circulation pump, mixing pump, heater, and drain valves. Replaced fill tube. The device underwent and passed testing after all repairs. The device history record review was not required as the reported event was unconfirmed. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not heating anymore. Per review of wo on 11jul2023, there was no patient involvement. Per follow up information received via email on 11jul2023, the device be sent in for a bd-approved facility for evaluation. The issue was not resolved yet. Not yet done to repair. Per sample evaluation results on (B)(6) 2023, it was reported that the circulation pump command was found to be greater than 55% (66%) and dirty fill tube.

Event description:
Hold lm 7.27it was reported that the arctic sun device was not heating anymore. Per review of wo on 11jul2023, there was no patient involvement. Per follow up information received via email on 11jul2023, the device be sent in for a bd-approved facility for evaluation. The issue was not resolved yet. Not yet done to repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.